Manufacturer narrative:
The customer stated that their AED was exposed to water accidentally. Based on the information provided by the customer they were advised to remove the AED from service.

Event description:
The customer state that their AED was exposed to water accidentally, then the customer started getting a red asi/pads warning. They reported that this did not occur during patient use.